Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by paramedics five times due to hypoglycemia. At the time of the most recent event the customer's blood glucose reading was 45 mg/dl. The customer stated that he has not had any problems with the insulin pump. The customer's doctor verified that the programming was correct. Nothing further was reported.